Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with two partially formed clips jammed in jaws; this condition prevented the device from proper feeding of the clips. The jaws were noted to be properly aligned. The jammed clips were removed from the jaws and in an attempt to replicate the reported incident; the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 15 clips as intended. The device was found to be fully functional. No conclusion could be reached as to what may have caused the returned condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the surgeon stated the device misfires. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis. Additional information: what is meant by device misfired? The clips slipped on the tissue after firing. Did device not fire any clips? It fired clips. Did device fire malformed clips? No. Did device fire scissored clips? No. Was device difficult to fire? Not sure. How was case completed? With er320.